Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. As the device was not returned, an analysis investigation could not be performed. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not closing proximally, when deployed. A second like device was used to complete the procedure. There were no patient consequences reported.